Manufacturer narrative:
Block h6: device code a04 is being used to capture the reportable event of gel lasts too long. The following blocks were updated based on additional information: block b5 (describe event or problem). Block h6 (device codes). Device evaluation: the device was not returned for analysis; therefore, a technical analysis could not be performed as it remains implanted. A review of the device history record (DHR) was performed, it was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of "gel lasts too long" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on (B)(6) 2024, under local anesthesia and nerve block. On (B)(6) 2025. During a magnetic resonance imaging (MRI), there were 2.35 cc of hydrogel found completely through the rectal wall, in the rectum. An MRI 12 months after the placement procedure found 113.00 cubic mm of hydrogel still present in the perirectal fat layer. The patient received his radiation treatment via linear accelerator (linac), the patient received 28 fractions. There were no patient complications reported. Additional information received on april 01, 2026 the core lab updated the data entry in the database. There is no evidence of hydrogel outside of the perirectal space on the 3-month MRI.

Manufacturer narrative:
Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular device code a04 is being used to capture the reportable event of gel lasts too long.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on (B)(6) 2024, under local anesthesia and nerve block. On (B)(6) 2025. During a magnetic resonance imaging (MRI), there were 2.35 cc of hydrogel found completely through the rectal wall, in the rectum. An MRI 12 months after the placement procedure found 113.00 cubic mm of hydrogel still present in the perirectal fat layer. The patient received his radiation treatment via linear accelerator (linac), the patient received 28 fractions. There were no patient complications reported.